Event description:
Greenlight hps laser hps2016 turned on, fiber connected and card inserted into machine. Machine continued to instruct to insert card after card was already inserted. Second fiber and card attempted and machine settings did not change. Laser was not used on patient.